Event description:
A surgeon reports that during intraocular lens (iol) implant surgery, the incision was enlarged to facilitate removal of the iol due to a problem folding the lens. Additional information has been requested.